Event description:
It was reported that the device turns itself on late at night and prompts "connect electrodes." The device would not turn itself off unless someone manually powered it off. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed a problem with the on/off circuit. Physio determined the cause of the failure to be the main pcb assembly. However, physio will not be replacing the assembly to perform further testing since the customer declined physio's repair offer due to costs. Therefore, further component cause for the reported failure could not be determined.